Event description:
While servicing the device, the philips field service engineer (fse) noted that the up and down arrow keys on the display assembly were damaged. There was no reported patient or user involvement and no adverse patient/user impact.